Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced a skin infection at the infusion site after less than one hour of pod wear. The patient stated that blood and purulent discharge were observed at the site, and upon pod removal, the skin was found to be hard to the touch. The patient stated that the skin condition caused elevated blood glucose levels above 300 mg/dl. The patient consulted a healthcare professional, who diagnosed a skin infection and prescribed antibiotic treatment and ointment. No medical intervention was reported for the elevated blood glucose levels. It was further reported that the patient uses flonase on the skin per recommendation by his endocrinologist. No further symptoms were reported.